Event description:
Physician performed angioplasty and stenting with viabahn in cross-over. At the end of the procedure, physician experienced a lot of resistance during introducer removal. During introducer removal, introducer's valve came off the sheath. The physician must close sheath with a forcep in order to reduce blood loss and after many efforts, he was be able to remove the sheath from the patient. All parts were successfully removed. There was no add'l procedure. There was short term adverse effects on the pt - blood loss from femoral artery.

Manufacturer narrative:
The device was returned in a used and damaged condition. An examination revealed the cap had separated from the sheath with the flare intact, but distorted/wrinkled. The proper connector cap size, flare size and sheath i.d were confirmed. Additionally, the gap between the check-flo body flange and cap top was measured at approximately 0.009". Per quality control specification, there is 100% inspection, confirming the flare on proximal end of sheath is caught securely in proximal fittings; that the sheath does not rotate in cap fitting and verify that coils in sheath continue into cap. Per the provided IFU, it informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. It is difficult to determine with any certainty why the physician experienced this failure mode for this product. The appropriate internal personnel have been notified and we will continue to monitor this device.